Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent moved on balloon and stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. After a guidewire was placed in lad and another guidewire was placed in the diagonal branch, two non-bsc semi-compliant balloon catheters were advanced in lad and diagonal branch simultaneously using kissing balloon technique. A 2.75x28 synergy drug-eluting stent was advanced to treat the lesion. However, resistance was encountered and the physician struggled to position the stent adequately. It was then observed that the stent appeared to have moved on balloon as it was away from the marker on one end. The stent delivery system (sds) was pulled out from the patient and on inspection the stent appeared damaged and stretched in the mid section. The stent did not come off the sds. The procedure was completed using a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged from the middle of the stent profile towards the distal end with struts stretched and distorted and bunched as the distal edge. Start of inflation visible in the middle part of the stent and as the proximal edge. There was no evidence of stent movement on the balloon. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and it was noted that the balloon was compressed on receipt with positive pressure apparent. Start of inflation was noted at the proximal edge and towards the middle of the balloon. As part of the examination, the balloon was inflated to nominal pressure (11atm) and subsequently to rated burst pressure (rbp 18atm) with no restrictions noted. No issues were observed with the balloon wall. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. The stent did not deploy evenly due to the damage attained. The inflation device was verified at 18 atmospheres before and after use with a calibrated pressure gauge . A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent moved on balloon and stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. After a guidewire was placed in lad and another guidewire was placed in the diagonal branch, two non-bsc semi-compliant balloon catheters were advanced in lad and diagonal branch simultaneously using kissing balloon technique. A 2.75x28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, resistance was encountered and the physician struggled to position the stent adequately. It was then observed that the stent appeared to have moved on balloon as it was away from the marker on one end. The stent delivery system (sds) was pulled out from the patient and on inspection the stent appeared damaged and stretched in the mid section. The stent did not come off the sds. The procedure was completed using a non-bsc stent. No patient complications were reported.